Event description:
A report was received that the patient was unable to charge. The ipg was deeply implanted and communication between the charger and ipg was not established. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well after the procedure.